Event description:
The patient reported feeling various symptoms: dizziness, light headed, "little spells", a "kind of surge" and she felt her heart was stopping. Follow up with the patient's following md of record was unsuccessful. If additional information is obtained regarding this event it will be added. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 lead, implanted (B)(6) 2104. (B)(4).